Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual inspection was performed on the returned device. The failure to deploy and stent fracture could not be confirmed as the stent had already been deployed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 5.0x150mm absolute pro self-expanding stent was implanted in an unspecified femoral artery. Then a 6.0x100mm absolute pro stent failed to deploy on the proximal segment "were the artery was not obstructed (no stenosis nor dissection- not at the target lesion). Performing rescue maneuvers with stent dilation, being observed on proximal discrete branch fracture control angiography, with contrast retention, where a new stent was necessary. The new stent had a regular opening, allowing the completion of the procedure." No additional information was provided. This will be interpreted as partial stent deployment and stent fracture requiring implementation of another stent as treatment.